Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation under the electrodes and therapy electrodes from the lifevest equipment. It was reported that the skin had vesicles and the skin peeled. There was no alleged device malfunction contributing to the irritation. The patient's wife is a nurse and it was reported that the patient and his wife applied zinc ointment to the skin irritation. Follow up indicated that the ointment helped the skin irritation to improve.